Event description:
The reporter contacted animas on (B)(6) 2015 alleging a call service alarm ((B)(4)) issue. There was no reported adverse event associated with this complaint. His complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted 07/14/2015. The pump was returned and investigated on (B)(4) 2015 with the following findings: review of the black box and download history revealed records of call service alarm (052) in the alarm history. On investigation, the pump powered on without alarm and was exercised for 24 hours without error, alarm or warning. Investigation did not duplicate the complaint.